Event description:
It was reported that the left ventricular (lv) lead was planned to be repositioned per the physician's discretion. It was further reported that during the procedure to reposition the lv lead, the lead was damaged during the removal of the lead. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead in segments was returned and analyzed. Blood/body fluid was observed on the outer tubing overlay, in/on the helix/lobe mechanism and on the distal conductor. The outer insulation was kinked/buckled and breached/cut. The distal conductor was distorted. Apparent explant damage was noted. No anomalies were found.